Manufacturer narrative:
This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest and subsequently expired. It was reported that these events occured due to the administration of naturalyte and/or granuflo for dialysis treatment.